Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and was able to reproduce the reported issue. While the iabp was running the fse could hear a rattling noise coming from the compressor. The fse installed the customer provided 5000 hour preventive maintenance kit. The fse then performed calibration, functional, and safety testing to factory specifications. The iabp was released to the customer and cleared for clinical use.

Event description:
The customer reported that while the intra-aortic balloon pump (iabp) was in use on a patient, they received an autofill failure message. No adverse event has been reported.